Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the event occurred. A philips field engineer (fse) inspected the system onsite and confirmed the software was not starting. A philips remote service engineer (rse) analyzed the system log files and recommended replacing the suite pc. The fse replaced the suite pc. After the suite pc replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was down as the software was not starting up. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the suite-pc. The device was returned to expected functionality.